Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer had to depress the wake button several times in order for it to function. There was no reported impact to the customer's blood glucose level. The device was replaced to address the issue.